Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (128-fxxx) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-apr-2018 with the following findings: during investigation, the black box and alarm history showed no evidence of a call service 128 alarm, evidence of a short battery life was illustrated with an 8 count voltage drop leading to a call service 128 alarm. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. The ez-prime steps were performed correctly, and sleep current readings were above specifications. A short battery life was duplicated, and no call service 128 alarm occurred during the investigation. The pump¿s cover was removed to find moisture corrosion to the continuous glucose monitoring module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.